Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent/difficult to position/ difficult to remove. It was reported that a 3.0 x 18 mm promus stent delivery system (sds) was inserted over a bmw guide wire. The stent felt very tacky. As it advanced up towards the toughy; it got hung up, stuck. When trying to pull the sds back from the guide wire, the force caused the stent to slide further down the shaft. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus, as its own brand labelling of abbott vascular's drug eluting stent in the us. Promus is manufactured by abbott vascular.